Event description:
It was reported that this right atrial lead was successfully explanted due to experiencing insulation damage and exhibiting low impedance, another lead was implanted instead. No further adverse effects were reported.

Manufacturer narrative:
This lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the probable cause was based on the complaint meeting CAPA/trend criteria. Please refer to the event for more information regarding the specific circumstances of this event. Additional information was added to the following fields to: b1: adverse event/product problem.

Event description:
It was reported that this right atrial lead was successfully explanted due to experiencing insulation damage and exhibiting low impedance. An x-ray was also performed that showed evidence of subclavian crush. Another lead was implanted instead. An x-ray was performed that showed evidence of subclavian crush. The device is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse effects were reported.

Event description:
It was reported that this right atrial lead was successfully explanted due to experiencing insulation damage and exhibiting low impedance. An x-ray was also performed that showed evidence of subclavian crush. Another lead was implanted instead. An x-ray was performed that showed evidence of subclavian crush. The device is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse effects were reported.